Manufacturer narrative:
Section a2 - patient age: corrected. Manufacturer's investigation conclusion: a specific cause for the patient's driveline infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events outcome could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, lists infection and bleeding as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Section 6 of the IFU, (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4: patient weight not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had a bacterial driveline infection, which was treated surgically and with drug therapy on (B)(6) 2024. The patient was hospitalized from (B)(6) 2024 through (B)(6) 2024. On (B)(6) 2024, the patient was seen for a "massive" bleed at their driveline insertion site. The patient underwent a blood transfusion with red cell concentrate and received between 4 to 8 units of blood. The patient's prothrombin time (international normalized ratio) was 3.6 iu and their platelet count was 20.0 ×104/l. The patient was on anticoagulant therapy with warfarin and aspirin at the time of the event.